Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns patient underwent generator revision surgery due to end of service. The explanted generator's battery was depleted, thus not allowing for pre-operative diagnostic testing to be performed. Once a new generator was connected to the existing lead, diagnostic testing resulted in high lead impedance. Troubleshooting was unable to resolve the high impedance. A new single pin generator and lead were implanted in the patient the next day. The explanted devices have been received and are awaiting analysis.